Manufacturer narrative:
No malfunction was reported. The ams700 device was visually inspected and functionally tested. The cylinders and one reservoir performed within specifications. The other reservoir had a leak due to fatigue at a fold. The pump was not functionally tested due to the reservoir leak. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that a device was returned with no information. There is no information to suggest that this device was used or if there was any patient or procedure involvement.